Manufacturer narrative:
(B)(4). The sample availability is unknown. The sample lot number is unknown. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation. This report for air in the tubing (without alarm) was not confirmed. The cause was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) problem of a patient who is in pain due to air, this problem occurred after use. The technical service representative (tsr) assisted the home patient (hp) as the hp was reporting that she was in pain due to air. The tsr confirmed that the hp was not currently on the hc. The tsr informed the hp to contact the nurse. The patient was involved but there was no patient injury or medical intervention reported.